Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded two false signal artifact monitoring (sam) episodes due to what appears to be electromagnetic interference (emi) as both episodes appear to be non-physiologic artefact. A possible procedure with emi that day is suspected. Impedance values were not correctly measured due to the noisy signals. The crt-p remains in service. No adverse patient effects were reported.